Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 28 mg/dl. Troubleshooting was declined for low blood glucose. Customer stated they had low blood glucose they do not had sensor due to bleeding at site as tape was not sticking. Auto mode feature was unknown at time of low blood glucose event. The insulin pump will not be returned for analysis.